Event description:
It was reported that pump experienced malfunction with displayed malfunction code that caller was able to reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer updated pump software as recommended, performed pump reset with assistance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.